Manufacturer narrative:
No radiographs were received to confirm the event. No product has been returned for investigation. No root cause can be determined at this time. Labeling review: potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation " warnings, cautions and precautions "...confirm heights of screws match with patient's lordosis when securing lock screws. Failure to verify screw height following insertion may result in inadequate rod normalization." "...final-tighten all lock screws with the counter-torque and torque t-handle. Do not final-tighten through other instruments in the set, as the rod may not be able to normalize to the tulip. Ensure there is enough rod overhang when final tightening, and do not lock down on the conical portion of the rod. Failure to do so may lead to improper lock down of the construct. It may be necessary for the surgeon to add length to the rod, depending upon patient anatomy and desired lordosis." Remains in-situ.

Event description:
A patient underwent a posterior fixation procedure, post surgery radiographic images showed a lock screw back out. The patient was reportedly asymptomatic, no injury has been reported. No revision surgery is planned at this time.